Event description:
It was reported that during interrogation, an alert for possible hv circuit damage was observed. The device remains implanted. No further information provided.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion, based on device settings. A longevity calculation was performed and found to be within expected limits. The device was tested on the bench; no anomalies were found and the device met all specifications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the device explanted and replaced.